Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was not working well, and the patient fell on the floor. During clinic follow-up on (B)(6) 2019, the patient was fine as well as the pacemaker. Patient planned to go for shoulder surgery and clinic suggested to wait. Patient informed clinic during early august that he is not going for shoulder surgery. Patient did not report anything to the clinic regarding device issue or his fall.